Manufacturer narrative:
Additional complaint clarification was requested regarding the number of dressings associated with this complaint but, to date no additional information has been received. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
Additional information was received from the complainant noting ¿on discussion found that there were no hydrophobic preparation applied and the clinician has used earlier without observing this issue." The complainant showed the photos and video to one of their business managers in singapore who used to work as a nurse in singapore and it was stated that ¿she believe the complaint is not due to the product quality but, rather due to end user error.¿ she provided her points of observation from the photos and video as followed: 1. The wound is heavily discharging ¿ as such the dressing should be changed after two or three days. 2. Two surgical dressing (9x15) was used. In such circumstances the hydrocolloid plaster joining end should be cut away to ensure the two hydro fiber dressing is in contact with each other to ensure effective absorption. 3. The hydrocolloid plaster is too near to the wound. A bigger surgical dressing should be recommended. 4. The video is showing the dressing is of the size 9x30 (while the photos show the dressing is 9x15 dressing). 5. The video shows that the wound is heavily discharging and that the 9x30 hydro fiber has absorbed the exudate to its maximum capacity. As such point one and four should be recommended for this patient. The dressing was placed on the abdomen and the patient(s) were not nursed in a semi-recumbent position. It was reported that the dressing was changed every two hours and the dressing residue left on the incision when the dressing was removed. The dressing was not warmed or stretched prior to application. There were no surgical incisions break or infections reported.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). A batch record review was performed on 27 apr 2020 . This lot was manufactured following the applicable procedures; all the testing scheme (testing and inspection log ¿ appearance, dressing and pad dimensions, border dimensions, pad placement and alignment, pet tab dimensions, visual inspection) comply with the applicable documentations in the batch records were satisfactory. For the pi29-027 process instructions primary assembly and packaging ¿ scd ver 5.0. Until ver 9.0 section 10. Quality instructions, dressing manufacture ¿ assembly module - surgical cover dressing, indicate that a continuous visual inspection for hydrofiber pad to initial first piece and every hour. Conclusion summary of the related event: the dfmea¿s (dhf:674 - aquacel® ag surgical ver. 2.0) for the involved aquacel family were also analyzed; according to the dfmea, the failure mode of dressing not absorbing can be provoked by issues on the material itself. Based on this, convatec deeside, the manufacturer of the dressing, was notified and requested to perform a batch record review for the material lots used on the manufacturing process for the involved complaints lots. See below the failure mode captured in the dfmea. Conclusion of preliminary investigation: after doing the investigative process, reviewing the manufacturing processes of the impacted orders and making a history of non-conformities and complaints, it was concluded that the processes carried out on the product in haina have no effect on the defect reported by the customer. The most probable cause was assigned to the supplier and a nonconformance was generated for deeside site, for component of hydrofiber, refer tw# 1445072 - u33 complaints dressing absorbency issue sb2. Risk evaluation: harm code was reported for two (2) out of nine (9) complaints reviewed for this issue. Committee determined the initial "alleged" malfunction code is appropriate of wnd-pmc2.1 dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate. Severity 4. Assigned hc9.4 minor damage to property (e.g. Staining or discoloration). Case has already been reported to the FDA. No harm was reported from the other seven (7) complaints. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "on application the dressing pad did not absorb exudates and formed gel as intended and the hydro fiber pad came out from the packing while removing the dressing. The dressing started swelling up with the exudate and hence had to be removed form the suture line." No harm was reported; however, the patient¿s clothing was soiled. Photographs depicting the reported complaint issue were provided by the complainant.